Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease flat, green particles and an opening. Leak test was performed and found an opening on the posterior. A microscopic analysis was performed which identified a sharp(edge) opening assessed as unidentified (tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on posterior due to an unidentified(tear) opening.

Event description:
Health professional reported left side deflation. Device was explanted.

Manufacturer narrative:
Reason for reoperation is deflation.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.